Event description:
Per medical records, the patient had a double valve replacement and CABG x 2 on 1998 and received several transfusions post-operatively due to anemia and hemolysis. On august 1998, intraoperatively, paravaluvlar leak was noted at the "superior aspect at 1 o'clock and inferior along the entire lower margin of the mitral valve" and it contained questionable vegetation. The valve was replaced with 27ms-601.the pt remained on a ventilator and required a tracheostomy 12 days later. The pt had renal insufficiency and oliguria and was treated wtih aggressive diurectic therapy. CT scan revealed retroperitoneal hematoma. The pt developed clostridium difficile toxin and was treated with antibiotics. The pt remained ventilator dependent, received intermitted transfusions, total parentral nutrition and physical therapy. In 1998, echocardiogram showed ejection fraction of 55% with "well-seated" valves. The pt developed adult respiratory distress syndrome, became oliguric and despite pressor therapy, the pt expired 30 days late.